Event description:
Nurse reported hospitalization due to high blood glucose. Caller stated that customer had high blood glucose for three days. The blood glucose reading at the time of the event was 549 mg/dl. The paramedics were called due to customer vomiting. Customer transported to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.